Event description:
It was reported the programmer analyzer was "not working". The analyzer was returned. It was also reported the programmer printer was not working consistently. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device does not power up. Power supply found out of electrical specification. (B)(4) analyzer will not communicate with programmer. A known good analyzer will communicate.